Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. (B)(4). Summary of investigational findings: investigation is based on description of event and returned product. An investigation of the returned, used catheter found three flaking areas on the catheter - one area on proximal end, one area in the middle, and one area on distal/curved end. These damages are identical to the damages seen on catheters used for placing a double lumen tubes (which is against IFU). No evidence to suggest product not being manufactured to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: splinters became lodged in the patient during catheter insertion. The splinters had to be endoscopically removed. Patient outcome: splinters were endoscopically removed endoscopically in an additional procedure. No adverse effects on the patient were reported.